Event description:
Additional information was received which noted that this lead was suspected to be fractured. The patient was being referred to their physician, and no actions/interventions have been planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.